Event description:
A patient undergoing a spinal cord stimulation trial initially had good paresthesia for left leg pain. Over the course of the trial she developed a very uncomfortable "pins and needs" sensation starting in her toes and traveling up her leg. The leads were removed immediately. The patient continued to feel a "pins and needles" sensation. Patient saw her neurologist and her neurologist indicated that she may be experiencing a nerve memory from the stimulation. Patient symptoms were reported as numbness, lack of effect, no pain, preexisting pain, and emotional and sensory changes. The hcp continued to follow her progress 3 weeks afterwards. The patient outcome was reported as 'serious injury/illness - ongoing'. A follow-up report will be submitted if additional information becomes available.